Event description:
The ge oec 9800 fluoroscopy system would not boot up and had a precharge voltage failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective backplane and x-ray controller pcb that were removed and replaced to fix the charger issue. The batteries and charger pcb had been replaced previously and did not resolve the issue. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.